Event description:
The patient fell, so the managing physician thought that the catheter may have been dislodged from the intrathecal space. A revision was performed and the catheter was not dislodged. The physician decided to replace the distal tip anyway. The device information, patient signs/symptoms prior to the catheter revision, patient outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information later received reported there were no additional actions taken as a result of the catheter issue. It was unknown if any catheter segments were left in the intrathecal space or the drug being delivered by the pump. The reporter thought the patient was ¿doing well¿.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter.